Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reporting an issue during priming process and insulin pump was not rewinding. The customer reported blood glucose value of 400 mg/dl and the hyperglycemic event was treated with manual injection. The event involved product(s) mmt-1884, mmt-431ag, mmt-7040a, mmt-342. Troubleshooting was performed for hyperglycemic event. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for prime/fill anomaly allegation. Customer doesn't able to exit the ¿load reservoir¿ process. Customer was advised to discontinue use of the device and the insulin pump will be replaced. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-431ag. No product return is required for mmt-7040a. No product return is required for mmt-342.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm or motor error alarm noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found (2) no delivery/occlusion alarms in the event date of 08-apr-2025 at 15:47:54 and 15:58:14 during basal delivery. Pump error 38 alarm found in the pump history file/trace on (B)(6) 2025 at 15:57:03. Pump was cut open to perform visual inspection and found moisture damage on the motor home switch. The force sensor measurement was within spec range (23.8 mv). The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked select button keypad overlay, scratched case and minor scratched lcd window. No delivery/occlusion alarm was not confirmed. Prime/fill anomaly not confirmed. Rewind anomaly not confirmed. Pump error 38 alarm due to corroded motor home switch. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.